Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the secondary IV infusion backed up into the primary fluid bag. The check valve, designed to prevent this, was found defective."

Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed back flow indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a 0.00922¿ long particle of cellulose located between the housing seal area and the affixed silicone diaphragm disk. The cause of the check valve failure is a particle that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.